Manufacturer narrative:
(B)(4). Evaluation summary: there was a detachment on the hypotube 64cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. The hypotube was kinked 4.5cm, 17.2cm, 23.5cm and 32.2cm proximal to the detachment site. There was no damage to the balloon material.

Event description:
It was reported that the physician was attempting to use a nc euphora balloon to treat a cto lesion. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. It was reported that during delivery through the vessel, the catheter of the device fractured / broke. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered during delivery.